Event description:
It was reported that the patient received a shock due to the device detecting the conducted atrial fibrillation. The patient's template will be updated and changes were made to the patient's medications. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 693565, implantable tachy lead, (B)(6) 2011. (B)(4).